Event description:
Patient had injection on (B)(6) 2011. Patient reports adr on (B)(6) 2011. Patient taking otc benadryl without relief. Patient seen in emergency room on (B)(6) 2011. Symptoms: rash, urticaria pruritus. Doxepin dose: 10, units: mg, freq: prn, route: po, dose: 48 mg.